Event description:
Dual lumen PICC was placed on (B)(6) 2018. On (B)(6) 2018, swelling was noted to the infant's neck, chest, and back. Additionally, the infant had increasing fio2 requirements with increased work of breathing and diminished breath sounds. A chest x-ray showed that the lcvl was less central than on previous x-rays. The fluids were stopped and the line removed. A new line was started. A thoracentesis was performed and 60ccs of tpn/il was pulled from the chest. The infant's condition improved immediately following the needle aspiration. Of note, the infant was born with a congenital diaphragmatic hernia.